Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited an under-infusion. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a crooked latch lock, scratched lcd lens, cracked battery door, damaged rear housing, and a contaminated battery compartment. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The device was found to be over delivering to the manufacturing specification of +/-3%. It was determined that the most probable cause was due to an out of spec expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.